Event description:
It was reported that at implant they had some issues getting coverage but when the patient left the surgical center they were very happy with the coverage achieved. It was noted that the manufacturing representative called the patient two days prior to report and at that time the patient informed the manufacturing representative that they were not feeling stimulation in the left leg but in the kidneys. It was noted that stimulation was in the wrong location. It was noted that having the stimulation on made the patient sick. The manufacturing representative met with the patient one day prior to report. It was noted that the patient was really feeling their back pain from the surgical procedure and it was taking precedence over their leg pain. The implant was for left side coverage hip and down left leg. It was further noted that it was hard for the patient to assess if the stimulation was really working or not because they were so focused on the pain from the procedure. It was noted that there was a jolting sensation only when the implantable neurostimulator (ins) was on the kidney area. It was noted that this was lower back and wrapping around the front. It was noted that impedances were taken one day prior to report and they were all normal. It was noted that the stitches were uncomfortable. There were no falls or trauma since the implant. The patient informed the manufacturing representative that they had been ¿taking it easy.¿ it was noted the stimulation as left off for a period to avoid the jolting sensation. The patient was planning to see the healthcare professional (hcp) (B)(6) 2013. Additional information received reported that the patient had been getting stimulation coverage as they were slowly healing from the implant.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).